Event description:
It was reported that this 980 ventilator failed the circuit pressure test of the short self test (sst) with an "inspiratory autozero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during the returned part product analysis. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the circuit pressure test of the short self test (sst) with an "inspiratory autozero solenoid not operational" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The device passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and there was no anomalies found. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test with ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. Analysis determined the returned ifm pcba was faulty. The cause of the event was identified as a faulty auto zero solenoid (so1) in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.